Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell out of her pocket causing display screen to crack which prevents reading of display screen. Customer's blood glucose was 135 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.